Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. (B)(4).

Event description:
A health professional reported that during cataract removal with intraocular lens (iol) implant procedure, the surgeon struggled with the injector and the iol "fired" out and went into the sulcus of the patient's eye. The current patient status is unknown as the patient is still to be followed up by the hospital. Additional information has been requested. This is one of three medical device reports for this facility.

Manufacturer narrative:
It was reported that the environment was warm; the temperature was not provided. The directions for use (dfu) instructs: use the pre-loaded delivery system at operating room temperatures between 18° c (64° f) and 23° c (73° f). If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. (B)(4)